Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a loss of air in the cuff. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received without the original package. Under visual inspection the sample appeared to be in good condition. An inflation test was performed on the received sample. It was found that the cuff was leaking. An air leak was detected between the pilot balloon and valve. The cause was unknown, and the complaint sample was sent to another site for further investigation and root cause analysis. A device history record (DHR) review could not be performed as the lot number was unknown.